Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise resulting in an inappropriate shock and anti-tachycardia pacing (atp) due to fracture. The shock impedance measurements were also noted to have been high and out of range. The implantable cardioverter defibrillator (ICD) system was subsequently explanted and replaced with an subcutaneous implantable cardioverter defibrillator (s-ICD) system. This system is not expected to be returned as it remains at the healthcare facility. No additional adverse patient effects were reported.